Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that an e4 (occlusion) error was displayed on the infusion device on (B) (6) 2010 at 2:30pm and her blood glucose measured 185 mg/dl. She changed the infusion set. At 7:00pm, her blood glucose measured 336 mg/dl and she again changed the infusion set. At 9:00pm, her blood glucose measured 175 mg/dl. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.